Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) female patient coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 unknown ip for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy effluent. The severity of the sterile peritonitis was considered mild, and the patient was not hospitalized. On (B)(6) 2010, the patient began remedial therapy with ceftazidime (125mg/l, four times a day, ip) and cefradine (125mg/l, four times a day, ip). On (B)(6) 2010, remedial therapy with ceftazidime ended. On (B)(6) 2011, the event of sterile peritonitis resolved and the patient ended remedial therapy with cefradine. Dianeal pd4 unknown therapy was ongoing. The nurse did not provide a causality statement for the event of sterile peritonitis and the relationship to dianeal pd4 unknown therapy. The nurse reported that the root cause of the sterile peritonitis was not identified.